Event description:
It was reported that via merlin transmission, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. The recommended programming change was made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.